Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the device was assessed after hv outputs, premature battery depletion was noted. Device was explanted and replaced. Patient was fine and there were no complications.